Event description:
Product was used to treat a laceration on the right cheek of a pt, gender unknown. Some of the product ran into the pt's eyes. The eyes were bonded shut, attempts were made to reopen the eyes with mineral oil and warm soaks. An ophthalmologist evaluated the eyes and decided to use conscious sedation in an attempt to peel the product off the eyelids. It was partially successful. The left eye was 70% bonded and the right eye was 50% bonded. The pt was returned to the e.r. The next day, an ophthalmologist repeated the conscious sedation and another attempt to peel off the product was not successful. A referral for continued follow-up with the ophthalmologist was ordered. Five attempts to obtain more details on the event have been made by the distributor at the time of this filing. No further info has been provided on the pt and condition. Product was not returned.